Event description:
It was reported that a critical alarm due to motor stall was confirmed by telemetry. The alarm was not heard. The motor stall was constant. The patient was on renal dialysis and had ¿a run¿ on (B)(6) 2014. It was indicated that the condition was ¿seemingly¿ unrelated to the device system. When the patient returned home from the dialysis, her husband stated ¿she was out of it¿. On the morning of (B)(6) 2014, the patient was combative, irritable, tired and confused. The representative went to the patient¿s house on (B)(6) 2014 and the patient was gone. The patient was hospitalized on the morning of (B)(6) 2014. The representative was asked to check the pump status and pump logs showed that a motor stall had occurred on (B)(6) 2014 at 02:04. The reporter denied magnets or electromagnetic interference (emi). The reporter was unsure when the pump was to be replaced. Patient outcome was unknown. The device system delivered morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. (B)(4).